Manufacturer narrative:
Device is a combination product. Patient age at time of event- 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified that the stent was returned dislodged from the stent delivery system. The stent was resting on the balloon 5mm distal to the distal markerband. The stent was damaged at the distal end. The stent length was measured and met specifications. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. There were kinks identified along the entire length of the hypotube shaft. The tip section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR # 2134265-2011-01096. It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained through the femoral artery. The 95% stenosed, 16x4.0mm, concentric, de novo target lesion was located at a bifurcation in the moderately tortuous and mildly calcified distal left main (lm) and the ostium of the left anterior descending artery (lad) and left circumflex (lcx) artery. A 7f guide catheter engaged the vessel and two guide wires were advanced, one to the lad and one to the lcx. The lesion was predilated with a 2.5x14mm non-bsc balloon and the stenosis was reduced to 50%. A 16x4.0mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The stent was pulled back into the guide catheter and it dislodged from the delivery balloon in the left main. The dislodged stent was retrieved from the patient. Next, a 4.0x20 taxus liberte sds was advanced through the guide catheter to the lad and it was noted that the stent was damaged and it winged from the balloon. The procedure was completed with a 3.5x20mm and a 3.0x16mm taxus liberte stent. There were no further patient complications and the patient's status is stable.

Event description:
Same case as MFR # 2134265-2011-01096. It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained through the femoral artery. The 95% stenosed, 16x4.0mm, concentric, de novo target lesion was located at a bifurcation in the moderately tortuous and mildly calcified distal left main (lm) and the ostium of the left anterior descending artery (lad) and left circumflex (lcx) artery. A 7f guide catheter engaged the vessel and two guide wires were advanced, one to the lad and one to the lcx. The lesion was predilated with a 2.5x14mm non-bsc balloon and the stenosis was reduced to 50%. A 16x4.0mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The stent was pulled back into the guide catheter and it dislodged from the delivery balloon in the left main. The dislodged stent was retrieved from the patient. Next, a 4.0x20 taxus liberte sds was advanced through the guide catheter to the lad and it was noted that the stent was damaged and it winged from the balloon. The procedure was completed with a 3.5x20mm and a 3.0x16mm taxus liberte stent. There were no further patient complications and the patient's status is stable.